Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a suction break at 36 percent during lasik flap creation. Additional information has been created.

Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).